Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the increased pacing threshold measurements and decreased r-wave measurements that were observed clinically.

Event description:
Boston scientific received information that at a device follow-up, this right ventricular (rv) lead exhibited increased pacing threshold measurements and decreased r-wave measurements. It was noted the patient was no longer in atrial fibrillation (af); therefore, the rv lead was explanted and replaced and the physician elected to implant an atrial lead as well. The patient was not pacemaker dependent. It was noted an x-ray had been done before the revision procedure, but no dislodgement was detected. No additional adverse patient effects were reported.